Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product will not be returned for evaluation. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a surgery took place in which screws were not implanted as intended. Surgery took place (B)(6) 2018. (Related to 3004774118-2018-00108).

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as the lost has not been identified/confirmed in this case. Since the screws were discarded, no physical, chemical; evaluation could be performed, and the root cause of the reported issue could not be ascertained. The patient was reported to have particularly hard bone, and although multiple screw site preparation instruments were use, the generation of the pilot holes was not confirmed.

Event description:
On 07.05.2018 it was reported to k2m, inc. That a surgery took place in which screws were not implanted as intended. Surgery took place (B)(6) 2018. (Related to 3004774118-2018-00108).